Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield issue. The following information was provided by the initial reporter: type of failure or incident : disconnection: when clipping on the needle protector after collecting venous tubes, the protector disengaged when I pushed it towards the needle. Consequences: 1 - donor impact.

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B.5. Has been updated to include - "there was no impact for the patient.". H.6. Investigation summary: "material #: 368609. Lot/batch #: 2089619. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield issue. The following information was provided by the initial reporter: type of failure or incident : disconnection: when clipping on the needle protector after collecting venous tubes, the protector disengaged when I pushed it towards the needle. There was no impact for the patient.